Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer fell onto the pump and the touch screen became shattered. Customer is unable to see the touch screen and turn on pump due to the shattered touch screen. Customer's blood glucose was 80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.